Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The customer states they changed the cartridge, but it eventually turned off and didn't turn back on. The blood glucose reading was 189 mg/dl. Advised to insert the new aaa alkaline battery and the display returned. The customer received a battery-out limit. Assisted the customer with clearing the alarm. Advised the customer that a replacement battery cap would be sent. Nothing further reported.